Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery wherein the ipg was not put into surgery mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
An ipg replacement surgery has not been scheduled at this time due to patient recovering from other health issues. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Correction: section a4 - patient's weight was updated from 150 pounds to 214 pounds.